Event description:
Event description guidant received information that this right ventricular endocardial lead and a competitor's atrial lead displayed atrial and ventricular pacing inhibition on a surface EKG strip. All lead diagnostics were normal.